Event description:
It was reported the patient had an infection of the wound site and the device was explanted. Signs and symptoms included fever, redness, and swelling. Laboratory tests for c-reactive protein and white blood cell count were normal. Intervention included administering 625 milligrams of augmentin three times a day. The event resulted in in-patient hospitalization for three days, surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or body function. The event was noted as not related to the device or therapy and unlikely related to the implant procedure. The event resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the laboratory tests showed crp and wbc were normal on (B)(6) 2014. The etiology was noted as incisional site/device tract implantable neurostimulator (ins) pocket. The event was possibly related to the device or therapy and possibly related to the procedure.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_siliconeanchor, product type: accessory. Product ID: 37081-40, serial# (B)(4), product type: extension. Product ID: 3878-45, lot# 0208368595, product type: lead. Product ID: 3878-45, lot# 0208370946, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.